Event description:
It was reported that the device's ECG cable is worn out. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The customer evaluated the device and received remote support from the customer care solution center, during which an ECG cable was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.